Event description:
It was reported the device was used during a lap nissen fundoplication. It was reported the surgeon wrapped a penrose drain around the esophagus and clipped the two ends of the penrose drain with the er320 clip. The distal end of the clips did not close all the way and were not secure on the drain. The surgeon continued to use same er320 clip applier to complete the case. There was no consequence to the pt.